Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported leak because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported the set leaked where the microbore tubing connects to the male luer lock, when infusing blood in the nicu. No report of patient harm or medical intervention. Although requested, no additional patient or event information was provided.